Manufacturer narrative:
Corrected data: g7 upon further investigation, the awareness date was clarified by the stryker representative.

Event description:
The user facility reported that after reprocessing of the masks, it was found that 8 masks had broken bands.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Stryker has forwarded this complaint information to (B)(4), the manufacturer of the masks. Device not returned.

Event description:
The user facility reported that after reprocessing of the masks, it was found that 8 masks had broken bands. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional info h6. Device not returned.

Event description:
The user facility reported that after reprocessing of the masks, it was found that 8 masks had broken bands.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.